Event description:
It was reported that the patient will undergo a revision procedure due to cylinders not inflating with an ambicor penile prosthesis (app). The app remains implanted and active.

Event description:
It was reported that the patient underwent a revision procedure due to the cylinders not inflating with an ambicor penile prosthesis (app). The app was explanted. During the revision procedure the physician did not observe any hole or fluid loss but did confirm that the cylinders would not inflate.

Manufacturer narrative:
Analysis: product analysis confirmed the reported event related to inflation issue. The ambicor cylinders, pump and tubing were visually inspected. Both cylinders had wear at fold in cylinder body. Cylinder 1 has a leak at corner of fold. Cylinder 2 has a leak at the joint transition between the cylinder rear tip extender (rte) and of the kink resistant tubing (krt) junction; hole was present that was result of sharp instrument damage occurred during explant and was considered a secondary failure. There was no damage to the pump and tubing. The identified fluid leak in the cylinder is the most probable cause of the reported allegation related to the inflation issue, as the device would not be functional after the system fluid was lost. Product analysis confirmed device malfunction.